Event description:
While using a byte night aligners, patient has reported issues with their bite. They complain of overbite and when they bite down, they cannot feel their molars. Request for further information was requested.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.